Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 359 (mg/dl) and was not seeing drops of insulin exit the end of the tubing following a bolus delivery. During troubleshooting with tandem technical support (cts), customer was able to change out tubing. A correction bolus was administered to treat elevated bg levels.